Event description:
A customer reported via phone call indicating physical damage in the form of cracks on the top right corner screen of their insulin pump. The patient's blood glucose level was 85 mg/dl at the time of the call. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
Findings: pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube near reservoir tube window, cracked battery tube threads and ink spots/bleeding lcd glass. No cracked on display window noted.